Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). The patient reported that when she woke up, she noted high blood glucose level greater than or equal to 250mg/dl and noticed that the tubing had detached from the infusion set. No further information available.